Manufacturer narrative:
Product has not yet been returned for evaluation.

Event description:
Allegedly, during a laparoscopic procedure, both jaws broke off the bowel grasper and fell into the patient. The doctor immediately removed the broken pieces, the instrument was replaced, and the procedure was completed with only a minor delay. No serious injury to patient was reported.